Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The reported fracture in the catheter shaft was confirmed. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the pulmonary vein isolation procedure, it was noted that the distal end of the catheter bent/broke while advancing up into the right atrium. The device was replaced, and the procedure was completed with no adverse consequences to the patient. Based on photos received, the tip was confirmed to be fractured.